Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed the fluid leak from the mc (modular chemistry) sample probe collar wash valve. The fse replaced the collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported clear fluid was leaking from the mc (modular chemistry) sample probe, on the unicel dxc 800 pro synchron system. There was no report of injury or exposure and no report of erroneous results generated. The leak was contained inside the instrument.